Event description:
It was reported that there was lead erosion through the skin, and no sign of a device infection. The lead was disconnected at the outpatient department, the patient received antibiotics, and was planned for a revision. It was noted that the event resolved.

Manufacturer narrative:
Product ID: 30802836, lot# b0294859k, implanted: (B)(6) 2005, product type: lead. Product ID: 30951036, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).